Event description:
Reporting status: serious injury. Reporting rationale: dissection requiring medical intervention/stent deployed to cover dissection. Device issue: difficulty removing stent delivery system (sds). It was reported that after post deployment, the sds was difficult to remove from the deployed stent. When the sds was removed, a dissection was noted. The dissection was outside the treated area and a stent was used to treat the dissection. The pt outcome was good after the medical intervention. No add'l event or pt info is available.

Manufacturer narrative:
Results and conclusion summation- product performance engineering reviewed the incident; however, the device was not returned to abbott vascular for analysis. Without the device to examine, no determination can be made as to the root cause of the reported discrepancy. The resistance may have occurred as a result of the balloon material being caught between the stent and vessel wall, thus creating the noted resistance. Inflation pressure, lesion characteristics and pre-dilatation strategy are some of the factors which may contribute to refold profile and resistance with the anatomy after a normal deployment. There does not appear to be any indications of a stent delivery system quality problem.